Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 150 samples inside three dispenser and eight loose samples. The labels on the dispensers contained reference number 381423 and lot number 4070001. A random sampling of 20 samples were pulled from the returned 158. A visual inspection was performed on the 20 samples. No cracks in the adapter, cuts/splitting of the catheter tubing, and damage to the luer adapter were observed in any of the samples. A leak test was performed where no leakage was observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaks at the hub/infusion tubing junction. The following information was provided by the initial reporter: the catheters are leaking when the customer tries to use them. On (B)(6) 2024 leaking was taking place where infusion tubing connects to the hub of the catheter. We have since purchased the insyte autoguard bc catheters and do not have this problem with them. We ended up using 49 of the 200 catheters purchased before we called about faulty catheters and purchased the other ones. There were no negative outcomes, only prolonged timing of infusions with multiple removal of dressings and re-tightening the infusion tubing onto the hub of the catheter. Probably half of the IV¿s we used would leak from around the site that the tubing attached to the hub.